Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of hospitalization. Caller stated that the customer had uncontrolled diabetes acute and kidney injury. Caller also stated that the customer used her infusion sets longer then 3 days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.